Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was to happen when the issue occurred was aborted. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting and review of the system logs determined that the system's balancer unit was broken and was the likely cause of the reported malfunction. The fse checked the system's clu fluid level, which was good, then restarted the system. The fse replaced the balancer unit. After the balancer unit was replaced, the system was functioning as intended and was returned to use in good working order the codes were updated based on the investigation outcome.